Manufacturer narrative:
Product analysis: analysis of the radio frequency (rf) programmer head was able to confirm the customer comment that the device was broken. It was noted during analysis that the rf head would cause the programmer to shut off. The rf head cable was replaced. The device passed functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radio frequency (rf) programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis.